Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman laa closure device with delivery system (wds) and watchman access system (was). After the closure device was deployed, a thrombus was identified attached to the threaded insert of the closure device. An additional 8,000 units of heparin were administered and the was was used to aspirate and remove the thrombus. While evaluating release criteria, a second thrombus was identified. The closure device met all release criteria and was implanted. The procedure concluded and the patient was instructed to begin apixaban.